Event description:
Healthcare professional reported a left side rupture and capsular contracture baker grade ii. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken device on radius and an opening in the same edge assessed as a surgical impact opening. (Shell thickness within spec) capsular contracture: unable to observe since it is not related to the device. Additional observations: stress marks observed on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade ii.

Event description:
Healthcare professional reported a left side rupture and capsular contracture baker grade ii. Device has been explanted and replaced.